Manufacturer narrative:
Insulin pump had a button alarm due to moisture damage keypad traces. Insulin pump received with minor scratches on display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called reporting a button error on his insulin pump. He stated the device was in his pocket and when he pulled it out, he received a button error alarm. Customer's blood glucose is 118 mg/dl. There were no significant events leading to the alarm. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.